Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During processing, it was noticed that one of the trial attune insert trials had a damaged balseal spring. I completing this report to replace the item. It has gone through decontamination and I am confirming with them that they have both the trial insert and the damaged spring. No patient consequence or delay in surgical time. Please replace using no-charge (B)(4) and provide an eta. Thanks. Patient consequence? No.